Event description:
It was reported that the a recently implanted loop recorder exhibited backup operation. It was suspected that the cautery tip was brushed against the device. A firmware download was performed and the device was restored successfully. The patient was stable throughout the procedure, and would continue to be monitored.